Manufacturer narrative:
Other applicable components are: product ID: 399930, lot#: v590204, implanted: (B)(6) 2012, product type: lead.

Event description:
Information was received from a manufacturer representative (rep) via a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. The patient reported having surging and shocking with certain movements. The cause remains unknown as the patient had no reported falls or near falls but when the rep checked impedances they found over 10,000 ohms on 1,2,3,4,5, and 12. Impedances were taken at 0.70 volts, 80 microseconds, and 100 hertz. Electrode combinations 0 and 1, 0 and 2, 0 and 3, and 0 and 4 were greater than 10 ,000 ohms. The rep reprogrammed off the bad electrodes and the patient reported having good stimulation coverage from their mid back down their legs where they needed it. The issue was resolved at the time of the report and the patient was noted to be alive with no injury. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the patient was having a revision due to high impedances on all pairs except 0, 5 and 7. The revision is occurring in the near future but the exact date is unknown. Product compatibility was reviewed. No further complications were reported or anticipated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 399930 lot# v590204 serial# implanted: 2012 (B)(6) explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient underwent surgery for a system replacement on (B)(6) 2017. The patient needed an MRI compatible system, so all of the leads and the implantable neurostimulator (ins) were explanted and new MRI compatible implants were implanted. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2017-dec-06. It was reported that the surging/shocking had been resolved and the patient was doing well. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. Patient mentioned ins site revision. Revision occurred (B)(6) 2017. Patient mention that her belt had been rubbing on the old location. The health care professional (hcp) had moved the new ins site higher than previous site. No patient symptoms or complications were reported in this event.